Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported unexpected temperature control issue was confirmed. A simulated ablation was performed and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature issue was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.

Event description:
Related manufacturing ref: 3008452825-2024-00696, 3008452825-2024-00697, 3008452825-2024-00698. During the procedure, the temperature measured higher than the programmed limit with 4 catheters which caused a procedure delay. A 5th catheter was used to complete the procedure with no consequences to the patient.